Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 561 mg/dl. The treatment for the high blood glucose levels were unknown. The customer stated that issue could be from sets from a particular lot. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.